Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer's calibration, qc, system alarm trace, and sample pre-analytical details were requested but not provided. The field service engineer cleaned and lubricated the ise locking mechanism. He performed ise system checks with acceptable results. The customer performed precision testing, calibration, and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for nine patients tested on a cobas 6000 c (501) module. Prior to patient testing, the customer confirmed qc was acceptable. The customer provided an example of questionable na results for one patient. The patient's initial na result was not reported outside the laboratory. The customer performed a new ise calibration. Post calibration, the customer performed repeat testing with the patient's sample on the same analyzer due to "all samples running low." The patient's initial na result was 121 mmol/l, and the patient's repeat na result was 131 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.